Manufacturer narrative:
The technician found the valve guide tube was sticking and cleaned the assembly to repair the bed.

Event description:
Information received indicates the head section will not rise.